Event description:
Medics were attempting to resuscitate a pt in cardiac arrest but the device would not charge energy after a "shock advised" determination. The medics attached the device to the pt using multi-function electrodes. The pt was analyzed and the device correctly returned a "shock advised" determination for a displayed variable heart-rhythm however, the device would not charge energy and displayed a "poor pad contact" massage. The electrodes were checked and adjusted to improve device/pt connectivity and, approx. Ninety seconds later, a second analysis was performed. The device correctly returned a "no shock advised" determination for a present asystole heart-rhythym. The medics again observed a "poor pad contact" message and then attached a 3-lead ECG cable using monitoring electrodes to the pt and placed the device in manual-mode operations. The displayed pt heart-rhythm was then confirmed as asystole. The pt subsequently expired, but the complaint indicated that the pt outcome was not as a result of the reported malfunction.